Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: weight to the spec, bubbles in the gel, deformation and crease fold. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: the unit is not rupture further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional called to confirm the reported event. Device has been explanted.